Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. System performance was verified. No further issue was noted. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high patient results on the ise (ion selective electrode) sodium (na), potassium (k) and chloride (ck) on cell #2 of their au5800 clinical chemistry analyzer. The customer repeated patient samples on cell #1 and obtained results considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided examples of patient results for 5august2024.